Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the device log was provided. Review of the device log confirmed no shock was delivered during the reported event. The log suggests the shock button was not pressed in this circumstance, and no malfunction was identified. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.